Event description:
It was reported that the balloon could not be deflated. The target lesion was located in the mildly tortuous left anterior descending artery. A 6mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, upon first inflation, a resistance was encountered, and it failed to inflate. Consecutively, confirmed under fluoroscopy, the balloon could not be deflated. The device was removed in one piece along the guidewire. The procedure was completed with a different device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination identified multiple kinks along the length of the hypotube. No kinks or damages on the shaft polymer extrusion. There were no issues identified during a microscopic examination of the extrusion shaft. Microscopic analysis revealed that all blades were fully bonded on the balloon and did not exhibit any signs of damage. A detailed microscopic examination of the balloon material, tip section and markerbands identified no damages. The balloon was refolded. The device was soaked overnight in a waterbath and the device was then attached to a pretested encore inflation unit. During an attempt to inflate the balloon to its rated burst pressure (rbp), a pinhole leak was identified in the balloon material. The pinhole was located at 1mm proximal from the proximal edge of the proximal markerband. When an attempt was made to pull a vacuum, the ability for the balloon to fully deflate was compromised due to the pinhole leak.

Event description:
It was reported that the balloon could not be deflated. The target lesion was located in the mildly tortuous left anterior descending artery. A 6mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, upon first inflation, a resistance was encountered, and it failed to inflate. Consecutively, confirmed under fluoroscopy, the balloon could not be deflated. The device was removed in one piece along the guidewire. The procedure was completed with a different device. No complications were reported, and patient was stable post procedure.